Event description:
It was reported that during implant attempt, the helix would not extend when the physician attempted to reposition the lead. The lead was not used. The lead was returned to the manufacturer and subsequently tested out of specification during analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. Analysis revealed no anomalies. At receipt, visual analysis noted dried blood in the tip end of the conductor prevent torque transfer when the is-1 pin was rotated. It cannot be determined at this time if the dried blood contributed to the inability of the helix to function correctly during the implant attempt.